Event description:
Magnesium 2 grams in 50ml d5w initiated at approximately 10:15 a.m. At 1100, pump was alarming "air" so rn checked it. Found magnesium bag empty. Secondary rate was set at 25ml/hr for volume of 55ml. When magnesium bag was empty, volume to be infused was at 42ml. Rn had correct rate. Regardless of the volume to be infused, the whole bag was infused in approximately 45 minutes. Patient's vitals were stable. Told by the biomed tech that there was a valve failure. The valve for the IV tubing failed, infusing the secondary IV to infuse into the large mainline. The valve to the mainline IV had a bubble in it and the drip chamber was over filled.